Event description:
It was reported the pt died. Several days prior, the pt had seen the hcp for her second post-op visit. No infection was noted, just post-op incisional pain. The pt had reported the stimulation was working for the pain in her arm and hand and was looking forward to having her lumbar trial. The patient had a history of stroke post-op after an acdf (anterior cervical discectomy and fusion) in the past year. The system had not been explanted, and no autopsy had been planned. A follow-up report will be submitted if additional info becomes available.